Event description:
It was reported that the device was used during a hand assisted laparoscopic sigmoid colectomy. The devices plastic shroud that mounts to the shaft dislodged. The device was not fired. Another device was pulled to complete this part of the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/26/2009. Information anticipated, but unavailable at this time.